Manufacturer narrative:
Additional manufacturer narrative: if additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. If action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of approximately 6 years due to degeneration leading to stenosis. A 26mm non-edwards device was successfully implanted within the existing surgical valve. No other information was available. The implant date is known as "2014". Therefore "(B)(6) 2014" is being used to calculate the minimum implant duration.